Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber stopped working after three impacts. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.

Manufacturer narrative:
(B)(4). For the evaluation findings of fiber broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Unable to examine the fiber face within the sub miniature-a (sma) connector. The connector face was not fully illuminated and only a small ring of light traveled to the connector face, indicating that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was very weak and round with effective transmission measured 12.5%. The event description and noted damages indicate that performance was limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.